Event description:
It was reported that the distal tip of the subject guide wire broke during the procedure. Physician was unable to retrieve the broken tip of the subject guide wire and completed the procedure by leaving the broken fragment inside the patient's anatomy. There was some clotting noticed near the broken fragment inside the patient¿s vessel. There was unknown length of surgical delay reported during the procedure. It was reported that the patient is under some medications and the condition is stable. No additional information is available on other clinical consequences to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The guidewire was returned. The lot number was confirmed from the packaging. During the visual inspection, the guidewire nitinol tubing was broken approximately 208cm from the proximal end. The core wire was exposed, broken and severely torqued. A fracture was noted in the middle of the torqued core wire. The platinum coil was also broken and was protruding from the nitinol tubing. The guidewire ptfe coating was examined under magnification and no anomaly was noted. The remaining distal end of the guidewire was not returned. Functional testing was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation and the device was prepared as per the dfu. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The guidewire tip was shaped in a j. A microcatheter with an inner diameter of .0165¿ was used in the procedure. There were no difficulties encountered during the usage of the device that could have contributed to the issue and no friction/resistance encountered during the procedure. Continuous flush was maintained for the duration of the procedure and the patient¿s anatomy was mildly tortuous. The guidewire fractured at the distal end towards the end of the procedure and the physician just saw the piece in the vessel, he thinks the wire was defective. It is unknown if there was an injury caused due to the broken device fragment but a clot formed by the broken off piece of wire and was related to the device. The broken fragment was not retrieved and it is unknown if there is follow up surgery planned. The patient is on some medication. The procedure was successfully completed and the patient¿s current condition is stable. Product analysis indicates the guidewire encountered excessive torque and manipulation during the procedure which resulted in the observed damage. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿unretrieved device fragments¿ in addition to the reported ¿patient vessel thrombosis¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the distal tip of the subject guide wire broke during the procedure. Physician was unable to retrieve the broken tip of the subject guide wire and completed the procedure by leaving the broken fragment inside the patient's anatomy. There was some clotting noticed near the broken fragment inside the patient¿s vessel. There was unknown length of surgical delay reported during the procedure. It was reported that the patient is under some medications and the condition is stable. No additional information is available on other clinical consequences to the patient due to this event.